Event description:
An endurant stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented approximately one month post initial procedure with left lower leg pain. The patient was diagnosed with occlusion of the endurant stent graft. The patient underwent a procedure for pta (percutaneous transluminal angioplasty) of the right external iliac artery (eia), stent implantation, and a bypass from the right eia to the left eia. Having no issues in the clinical course, the patient was discharged from the hospital and received outpatient follow-up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.